Manufacturer narrative:
Exemption number: e2013009. (B)(4). The returned blood pump was tested for functional performance and met its required performance specification. For further investigation, the pump was submitted for an external CT examination. Based on the CT images, deposits were detected between the membrane layers. A leak was detected in the blood-side and middle layer, each. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the blood-side layer along the edge region and multiple leaks were detected between the center and edge of the middle layer. Graphite particles were detected between the membrane interstices. The air-side layer of the triple layer membrane was found to be intact. The thickness of the individual membrane layers of the returned blood pump was measured and was found to be within specification at all the fixed measurement points and also at the defect locations in the middle layer. In the area of the leakages in the blood side layer, thickness measurement indicated that the thickness profile of the blood-side layer was not homogeneous. The cause of the defect in the blood-side layer was found to be an inhomogeneity of the thickness in this layer. If the thickness distribution across a single membrane layer is not homogeneous, then there is the possibility that during pump function, the stresses in the material at the points of lower membrane thickness are higher than in the other areas of the membrane. In this case, this could lead to leakage of the membrane at these locations. The cause of the defect in the middle layer was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the middle layer of the triple-layer membrane.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (232 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection indicates a defect in the blood-side layer. A detailed investigation of the returned pump is currently ongoing and a report will be provided as soon as available. This particular model is not available in the USA, however a similar device is available, therefore, we are reporting under the MDR regulations.

Event description:
We were contacted by the clinic to report that blood was visible in front of the stabilization ring of an excor blood pump of a patient supported in the lvad configuration. The blood pump was exchanged by trained professionals at the clinic. The exchange was performed without complications and the patient is doing well.